Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device experienced diaphragmatic stimulation. The patient was not pacing. Boston scientific technical services (ts) discussed that there was no known reason for interrogation to cause the stimulation and the patient was most likely anxious about the surgery. Additional information obtained from the field which indicated that the field representative did several pacing maneuvers and was not able to associate the diaphragmatic stimulation to the pacemaker or lead. The physician determined it was due to nerves. The device was explanted. No additional adverse patient effects were reported.